Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate high results on the subject meter of "346/344 mg/dl" compared to "148/146 mg/dl" on a onetouch ultra2 meter, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.